Event description:
Patient (pt) arrived at desk in infusion at approximately 1330 stating that her pump was leaking. Pt states that she went to bed around 1130 last evening everything was fine, she woke up around 7 am & noticed her clothing was damp, but did not think anything of it and went back to bed. When she woke up around 1000 noticed her clothing was wet and white powder on her chest. Pt did not clamp the tubing or call the office. On examination noted pt¿s undergarments to be damp, white powder all over her chest. Leaking noted at site of connector. [Redacted] office rn (registered nurse) notified. Per office nurse, elastomeric pump treatment will be discontinued, orders confirmed, pt to follow up with office. Pt agreeable, pt instructed to shower when she returns home & to laundry any clothing she was wearing & her sheets separately. Pt verbalized understanding.